Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after having an intraocular lens (iol) implant surgery, multiple patients have experienced endophthalmitis. This is four (4) of thirteen (13) records for this facility. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product. The file indicates the following: "the result of the epidemiological investigations have established that the infections following cataract surgery in december were caused by failure to comply with public health and epidemiological standards. The hospital takes all responsibilities." Results from the product & sterilisation history records review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating all the patient had undergone another surgery in the following days, 4 of them had serious complications which resulted in hospitalizations. After an investigation, it has been established that poor hand hygiene played the biggest contributing factor in the infections. Some of the patients had also complained about foul smell in the sterile room where they were transferred for post operative care and general lack of hygiene. It looks like that the recovery of the patients can take months, some of them suffered irreversible complications. The result of the epidemiological investigations have established that the infections following cataract surgery in december were caused by failure to comply with public health and epidemiological standards. The hospital takes all responsibilities.